Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection revealed the outer coil filar to be fractured/broken. Diagnostic imaging revealed the inner coil filars to be fractured/broken. Electrical testing found the inner coil conductor path to be open. Mechanical inspection revealed the inner coil to be clogged with blood, which prevented the stylet from advancing. The fractures and clogged inner coil may have contributed to the reported inadequate capture and inability for the stylet to be inserted event.

Event description:
During follow-up, high capture threshold was observed on the right ventricular (rv) lead. During the revision procedure, the stylet was unable to be inserted into the rv lead. The lead was explanted and replaced and the procedure was completed with no adverse patient consequences.